Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Blood glucose level was 400 mg/dl and 40 mg/dl. Customer reported that the button on the insulin pump was not working properly, also they were in auto mode at the time they mention that the insulin pump not stopping delivery. Customer taken a bolus manually through the insulin pump. Customer reported that the insulin pump had hardware low level failures alarm. Customer continue the rewinding of the insulin pump they need to remove the reservoir from the insulin pump and also disconnect. The insulin pump will not be returned for analysis.